Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms had occurred in the past few weeks. The customer's blood glucose (bg) level had been impacted (in the 400s mg/dl range). The customer reported that changing out supplies would bring bg level down. As the customer had changed out all supplies prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusions was unable to be performed.